Event description:
While conducting a 2 year follow-up with the subject on (B)(6) 2010, we discovered that she had had an elective cataract surgery in other hospital and was transferred to our hospital for further medical management for post op tachycardia with rapid ventricular response. She was given medications and was admitted in the hospital for a day and was discharged the next day (B)(6) 2010 in stable condition. Subject refused to take any medications. Dates of use: #1 & #2 - (B)(6) 2008 - (B)(6) 2010 - 2 yrs. Diagnosis or reason for use: #1 & #2 - coronary artery disease instent restenosis.